Event description:
Edwards received additional information that three (3) years, one (1) month post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to mitral valve stenosis. Per obtained information, the patient developed early degeneration of the valve prostheses, likely due to chronic renal insufficiency. He was deemed prohibitive risk for standard surgical approach and was presented for tavr intervention through compassionate use. A 29mm transcatheter valve was implanted and the mean gradient across the valve was 6 mmhg vs. The preoperative gradient of 18 mmhg. The patient tolerated the procedure well and was returned to the cardiovascular intensive care unit in stable condition; he was later discharged on pod #6.

Manufacturer narrative:
Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that three (3) years, one (1) month post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to mitral stenosis. A 29mm transcatheter valve was implanted via transseptal approach. The patient is listed as doing well, post-operatively.